Event description:
Info received indicated the right head siderail would not latch.

Manufacturer narrative:
Both side covers were damaged at bottom where the lock for head rail is located. The center arm and siderail covers were replaced, which resolved the issue.